Event description:
Philips received a complaint on the efficia cm120 indicating that there was no sound heard from the device. The device was in use on patient at time of event, there was no adverse event reported.

Manufacturer narrative:
Functional testing was performed at the bench which confirmed that the speaker was not giving off noise. The speaker was replaced to resolve the issue. Based on the information available and the testing conducted, the cause of the reported problem was a faulty speaker. The reported problem was confirmed the device was operational after repairs were completed.